Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11oct2018. Philip's field service engineer replaced the power switch to resolve this issue. The unit passed the extended self test and performance verification tests. No additional issues were identified with the device.

Event description:
During preventive maintenance, the philips fse (field service engineer) reported that the unit resets often at start up, noted code 4 (restart). The unit was not in use at the time of the reported problem. There was no patient or user harm reported.